Event description:
It was reported the customer was hospitalized for high blood glucose. Troubleshooting for the customer's insulin pump found there was an absence of alarms alerting the customer of their high blood glucose. The customer also reported several bent cannulas on their infusion set. The customer requested a replacement insulin pump. Customer's blood glucose was 200 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.